Manufacturer narrative:
Product event summary: the delivery catheter was returned and analyzed. The mechanical operation of the catheter shaft was kinked/buckled. Visual analysis of the lead indicated damage during use. The analyst noted the delivery catheter was returned without the dilator. The shaft of the delivery catheter was kink/buckled at 43.3 centimeters. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the implant procedure, the catheter sheath became kinked and cracked near the end of the procedure. It was noted that the crack occurred at the portion of the sheath that was outside the body. The sheath was removed and not used. No patient complications have been reported as a result of this event.